Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that a remote monitoring transmission was received due to the patient receiving multiple shocks for ventricular fibrillation and fast ventricular tachycardia episodes. The right ventricular (rv) lead was noted to have a marked decrease in the r-wave measurement per the lead trends. There was also a noted decrease in the rv pacing impedance and rv coil lead impedance per lead trends. The patient is noted to be on the heart transplant list. The patient was noted to be transferred to another hospital, but no further information was available. The lead remains in use. No further patient complications have been reported as a result of this event.